Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, it was noted that there was no pacing and there were high out of range pacing impedance measurements. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Device has not been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.